Event description:
During surgery the table unintentionally tilted down to the left. The table was leveled and the procedure continued. There was no injury to the patient. (B)(4).

Manufacturer narrative:
The device was checked by maquet field service technician. Upon arrival, the table looked to be in good condition. The problem could not be reproduced. There were no fluid leaks noted in the table base compartments or at the hydraulic connections in the column. The hand control has been tested, all buttons functioned properly and no sticking was noted. While on site, the hospital staff informed the maquet service technician that the table had not been used for several weeks prior to the described event. As noted in the operations manual, "if the 'lateral tilt' and 'slope (trendelenburg/reverse trendelenburg)' functions have not been used over an extended period of time, it may cause play in the universal joint suspension. Based upon the information at hand, maquet believes this to be the most likely cause of this event. Maquet services has recommended to the customer that they cycle the table functions prior to each use and retraining will be offered to the hospital staff. Maquet (B)(4) submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).